Manufacturer narrative:
Additional information can be found in the following fields h2, h3, h6, g7, and h10. Device evaluation information can be found in h6 and h10. Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier pn: 470230-12; ln: n10190405 involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed and replicated. The instrument was found to have a loose grip cable at the distal end. Additional findings not reported by the site: after opening the housing, the grip cables were found to be dislodged from the proximal end. The instrument was found to have multiple input disks broken and cracked. Hairline cracks were found on grip and pitch input shafts. Input disk #7 was found broken into pieces inside of the housing causing the grip cable to be dislodged. Improper cleaning during reprocessing most commonly causes this failure. The instrument was found to have corrosion on one or more clamping pulleys in the backend. This failure is most commonly caused by improper reprocessing, such as prolonged exposure of the instrument to hard cleaning agents. The instrument was found to have the entire length of the main tube surface with degradation. Improper cleaning during reprocessing most commonly causes this failure. This complaint is reportable due to the following: the customer alleged an issue with applying a clip during a procedure with no indication or evidence of mishandling/misuse at this time. A clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). At this time, it is unknown what caused the instrument breakage to occur. Site history review was conducted and did not show any additional complaints related to this event. A review of the instrument logs was performed and found that the large hem-o-lok clip applier was last used in a procedure on (B)(6) 2020 on system (B)(4) and it had 37 uses remaining of maximum uses of 100. A site review showed no other complaint filed against this instrument. System error log review was conducted for a procedure on (B)(6) 2020 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is reportable due to the following: the customer alleged an issue with applying a clip during a procedure with no indication or evidence of mishandling/misuse at this time. A clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire on a large hem-o-lok clip applier instrument came loose while applying a clip. Another clip applier instrument was installed in its place. The procedure completed with use of a backup instrument with no reported injury. On 9/10/20, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: clinical staff confirmed the following: the issue, a wire on a large hem-o-lok clip applier instrument came loose while applying a clip, occurred during a robotic hysterectomy. The size of the vessel that the surgeon was working with, as well as the specific surgical task being performed at the time of the issue, was unknown. The size and color of the cable were unknown. There was no report of instrument collisions and no broken fragments. The instrument was inspected prior to use and it appeared normal prior to the procedure. The cartridge used is always the purple #544240 (weck hem-o-lok large polymer clip for endowrist large clip applier). The procedure completed with use of a backup instrument with no reported injury.